Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site and confirmed errors reported through the event logs but could not duplicate the reported issue. As a proactive measure, fss replaced hard drive, network adapter printed circuit board assembly (pcba), network cable assembly, instrument manager pcba, rear panel controller (rpc) interface pcba, serial cable and power supply. Fss also replaced stepper motor assembly for encoder errors. Fss performed software updates as well as full system verifications and functions. The system meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that safe state errors (error 2012 -instrument host timeout error) occurred on the whitestar signature system. Customer re-booted the unit and it came back up fine. There was no patient involvement reported and there was no patient treatment delays or cancellation.

Manufacturer narrative:
Additional information: a document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.